Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s boyfriend reported via phone call that his girlfriend went to emergency medical service in ambulance due to high blood glucose of 450mg/dl. Customer advised to use manual injections. Customer was wearing insulin pump during hospitalization. Insulin pump will not be return for analysis.